Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2017 due to suspected device thrombus. Lactate dehydrogenase (ldh) on admission was 800 u/l and the pump power was elevated. It was reported that the patient was not compliant with fluid restrictions. The patient was treated with bivalirudin. Ldh on (B)(6) 2017 was approximately 3000 u/l, plasma hemoglobin 1093 mg/dl. Warfarin was resumed on (B)(6) 2017 and bivalirudin was to be discontinued once the inr reached 3, with the new goal of 3-3.5. Plasma hemoglobin was 13 mg/dl as of (B)(6) 2017 and ldh level was 1125 u/l as of (B)(6) 2017. Ldh had peaked at 9985 u/l on (B)(6) 2017. The vad clinician indicated that the patient is not a candidate for a pump exchange due to noncompliance. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the reported elevated lactate dehydrogenase could not be determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.